Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that tubes are not separating correctly. Customer called to get technical support, he is using them for rabbit cells and explained he knows this might be off label use but they have used them in the past and worked without issue.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected and no issues were observed . All samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Although we do not have animal data for this product, the customer has acknowledged the samples were not transported appropriately. This is considered an off label use if this product and the customer has resolved the issue. This complaint is unable to be confirmed for poor barrier separation.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that tubes are not separating correctly. Customer called to get technical support, he is using them for rabbit cells and explained he knows this might be off label use but they have used them in the past and worked without issue.